Event description:
In an article titled "comparison of the results of balloon kyphoplasty performed at different times after injury", the following events were reported: in all three groups in the study, the radiology complications included cement leakage into the adjacent disc (7 endplates), paravertebral soft tissue (10 paraspinals), and epidural extravasation. No additional information was reported. Note: this article originated from (B)(6), however, kyphoplasty products are (B)(6).

Event description:
In an article titled "comparison of the results of balloon kyphoplasty performed at different times after injury", the following events were reported: in all three groups in the study, the radiology complications included cement leakage into the adjacent disc (7 endplates), paravertebral soft tissue (10 paraspinals), and epidural extravasation. No additional information was reported. Note: this article originated from (B)(6), however, kyphoplasty products are (B)(6).

Event description:
In an article titled "comparison of the results of balloon kyphoplasty performed at different times after injury", the following events were reported: in all three groups in the study, the radiology complications included cement leakage into the adjacent disc (7 endplates), paravertebral soft tissue (10 paraspinals), and epidural extravasation. No additional information was reported. Note: this article originated from (B)(6), however, kyphoplasty products are (B)(6).

Manufacturer narrative:
The two events in the acute and chronic groups are filed in MFR report# 2953769-2010-00187. Report source: article titled "comparison of the results of balloon kyphoplasty performed at different times after injury", by gun soek oh, md, hyeun sung kim, md, ph.d, chang il ju, m.d., seok won kim, m.d., ph.d, seung myung lee, m.d. Ph.d, ho shin, m.d., ph.d. Device not returned; follow-up with author.

Manufacturer narrative:
The two events in the acute and chronic groups are filed in MFR report# 2953769-2010-00187. Report source: article titled "comparison of the results of balloon kyphoplasty performed at different times after injury", by gun soek oh, md, hyeun sung kim, md, phd, chang il ju, md, seok won kim, md., phd, seung myung lee, m.d. Phd, ho shin, md, phd. Device not returned; follow-up with author.

Manufacturer narrative:
The two events in the acute and chronic groups are filed in MFR report# 2953769-2010-00187. Report source: article titled "comparison of the results of balloon kyphoplasty performed at different times after injury", by gun soek oh, md, hyeun sung kim, md, phd, chang il ju, md, seok won kim, md., phd, seung myung lee, m.d. Phd, ho shin, md, phd. Device not returned; follow-up with author.